Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 cases of the bd ultra-fine¿ insulin syringe's were illegible. The following was received by the initial reporter: spotted box = 4 cas.